Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, sensor wire broke off in the skin. Patient reported feeling discomfort at site of sensor insertion. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).